Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that there is leakage during use with 10 bd prn luer slip adapter .75in inj. The following information was provided by the initial reporter, translated from (B)(6) to english: customer is complaining that bd prn adapter is used with terumo's surflo or introcan certo but leakage is frequently occurring with adapters from lot 9196787.

Event description:
It was reported that there is leakage during use with 10 bd prn luer slip adapter .75in inj. The following information was provided by the initial reporter, translated from japanese to english: customer is complaining that bd prn adapter is used with terumo's surflo or introcan certo but leakage is frequently occurring with adapters from lot 9196787.

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 9166787. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately due to current practices being implemented by chinese customs used medical device cannot be submitted to the manufacturing facility for functional testing. Photographs of the devices were submitted and functional testing was performed on retention samples for the affected lot. Leaks were observed in some of the retention samples; closer inspection revealed that in all instances where a device had leaked the heparin cap had been inserted into the connector loosely, reinsertion of the heparin cap allowed all of the devices to function normally without developing further leaks. Unfortunately, the root cause for this complaint could not be determined at the conclusion of our review. See h.10.